Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received five inappropriate shocks due to t-wave oversensing and changes in amplitude morphology measurements. There was also an untreated episode which appeared similar on the same day. Troubleshooting options are being requested from the field. The s-ICD remains in service and no adverse patient effects were reported.